Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2014-02897 and 2134265-2014-02907. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention (pci), ivus was performed with an ilab ultrasound imaging system used in conjunction with an atlantis¿ sr pro². The physician attempted to do the first pullback but failed. The procedure was completed with another of the same atlantis¿ sr pro². No patient complication was reported and the patient's condition is good.